Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx had a red x and error. The "caller checked the auto summary getting failed d". There was no pt involvement.